Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-06212 it was reported that during pump preparation, the "prime pump" feature was initiated and the (B)(6) froze. The pump did not start. The timer was displayed during preparation, but the application did not start/prime the pump on the first attempt. The heartmate touch application was closed and reopened and the application unfroze. On the second attempt the pump primed appropriately. After the pump was primed, the pump was tested and started at 3000 rotations per minute (rpms) and the speed was increased and decreased. The adjustments worked without any issues. The pump preparation was completed and the device was passed off for implantation. At the time of the pump start, the device was started at 3000rpms but it did not start. The power was increased to approximately 6 watts, but the speed remained 0 rpm and the pump off alarm remained. During this occasion the (B)(6) did not freeze, the commands just did not seem to be accepted. ¿command not accepted¿ was not displayed on the heartmate touch. After first attempt to start pump did not work, the patient had to go back on bypass. The decision was made to switch to a system monitor. Again, when the pump start button was pressed, the power elevated but the speed remained 0 rpm. The patient was put back on bypass. The modular cable was disconnected and reconnected, and the pump start was attempted again. The device started with no issues. There was no significant delay in the implant procedure but the patient did have to go on bypass briefly twice. The (B)(6) in question and bluetooth adapter have been removed from use until further evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed events that were consistent with the report of a delayed pump start. A specific cause for this finding could not be conclusively determined through this evaluation. The system controller event log file contains data beginning on (B)(6) 2021 at 11:58:55, when the initial attempt to start the pump was captured and ended on (B)(6) 2021 at 14:30:07. The data prior to (B)(6) 2021 at 11:58:55 appeared consistent with the pump being primed and showed that the pump operated as intended during the process. During implant, when the pump was first initiated, the pump speed remained at 0 rpm. Approximately 6 seconds later, an intentional pump stop appears and clears. Approximately 4 seconds later. Another intentional pump stop was observed. Approximately 8 seconds later. It was noted that the pump power increased up to 5.96 watts. An attempt to start the pump was captured again, which cancelled approximately 4 seconds after, when the intentional pump stop was again activated. The intentional pump stop remained active until the driveline was disconnected. This was consistent with the report that the account disconnected and reconnected the modular cable. After the driveline was reconnected, the pump was initiated, and the pump began to ramp up to its set speed of 3000 rpm, approximately 5 seconds afterward. The patient¿s speed was ultimately increased up to 5300 rpm. The pump had no issues ramping up to its set speed and appeared to operate as intended at its set speed for the remainder of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18aug2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU provides an explanation of all pump parameters. Section 4, under ¿system monitor,¿ states that under the following conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button if the fixed speed setting is below 4,000 revolutions per minute (rpm) and if the system controller¿s backup battery is not installed. Section 5, under ¿surgical procedures,¿ states that during implant process, when the pump is properly connected, initiate the pump speed at 3,000 rpm by pressing the pump start button on the system monitor¿s clinical or settings screen. The pump may take up to 10 seconds to start. The pump off message should disappear and the warning: low speed advisory message should appear. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.